Event description:
The customer reported that during a patient code, the waveforms on the monitor were lost, and that a "?" Was displayed in place of the heart rate numeric.

Manufacturer narrative:
The hospital biomedical engineer reported to the philips field service engineer (fse) that during a patient code, the waveforms on the monitor were lost, and that "?" Was displayed in place of the heart rate numeric. It was also reported that the nurse removed and reinserted the parameter modules, and connections with the rack were reestablished. Parameter data was displayed following removal and reinsertion of the parameter modules. The fse was unable to test the monitor post incident. The fse replaced the device rack, and the rack involved in the incident was sent for evaluation. It was determined that the rack had failed. While on-site, the fse also learned that the issue with parameter data loss had been previously noted, and that users removed and reinserted the parameter modules to reestablish monitoring. Note that two rack issues were reported to the fse (one patient incident). The fse replaced both racks. The part number for the rack has been captured twice for trending purposes. This is being considered a product malfunction. No further calls have been logged for this customer issue. No further investigation or action is warranted.